Event description:
Procedure: resection. According to the reporter: the instrument made a cracking sound when fired across the rectum. Staples were not placed on tissue. Tissue was resected with new sulu to recover.